Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone, fentanyl, and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated the patient came into the hospital two days ago after refill and was not feeling good, was hypotensive. The hcp stated last night the patient was given narcan because they became unresponsive and now, they wanted to take them for an MRI so were calling about guidelines. The hcp stated that the pump was not alarming and they were about to call the pump managing physician to see if they increased her dosage at the fill. The hcp had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing physician. It was reported that the patient was diagnosed with a pul monary embolism while in the hospital. The admit was not related to the pump or refill. The issue was resolved, with the patient now using blood thinners.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.